Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced discomfort with the implant due to the location of the pump. A revision surgery was performed, during which the physician relocated the pump. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.